Event description:
There is concern for pump generated hemolysis leading to hemoglobinuria. A preadolescent male with acute lymphoblastic leukemia received 3 entire units of cross-match compatible red blood cells (rbcs) infused through hospira symbiq infusion pump following normal infusion guidelines. The rate of blood flow was 76ml/hr for the first 15 minutes, then 250ml/hr for 20 minutes and 300ml/hr for the remaining of the first unit. The second unit was transfused at 300 ml/hr. The third unit was transfused at 250ml/hr. The blood was not warmed. The patient had port access with a 20 gauge needle and a negative antibody screen. The transfusion was complete at 16:50. Approximately 1 hour later red urine was noted. Vital signs remained stable with slight increase in blood pressure. The patient was otherwise asymptomatic. A transfusion reaction was initiated. Clerical check was okay with no visible hemolysis and an unchanged direct antiglobulin test. Urinalysis performed--had 2+ blood by dipstick with 0-3 rbcs on microscopic exam. However, total bilirubin and haptoglobin subsequently performed--remained unchanged. There was an appropriate increase in hemoglobin/hematocrit. The symptoms resolved without further complication. No follow-up testing was performed.